Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under her breastline described as red and irritated skin. The patient consulter her nurse who applied a cream to the affected area. Follow-up indicated that the irritation was getting a little bit better with use of the cream.